Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The issue reportedly occurred in association with battery changes. During troubleshooting, the reporter used a battery from a new pack, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: a review of the black box showed evidence of two days of power interruption between (B)(6) 2015 and (B)(6) 2015. The battery voltage prior to the power loss was above the threshold of ¿replace battery¿ alarms. Visual inspection revealed that the battery compartment was cracked, however the returned battery cap was able to fasten to the pump. The cap was unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no issues occurring. No power interruptions and no errors, alarms, or warnings occurring during testing. The pump cover was removed and there were no defects found to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and there was moisture corrosion found to the cgm module and the force sensor assembly. Additionally, the bolus button cover was torn but the button was responding properly.